Event description:
Customer reported 3 suspected false positive results using cue covid-19 test for home and over the counter (otc) use. This report is for 1 suspected false positive on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 21622j, cartridge sn (B)(4), and cue reader sn (B)(4). The customer did not respond to attempts for additional information. No further information available including any relevant tests/laboratory data and patient information. (See related cases (B)(4) for subsequent suspected false positive results).

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were six similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded in (B)(6) 2022, to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.